Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Pt of ide study developed severe neck and arm pain 7 years after implant. Report indicates small adjacent hnp with instability and some exposure of tdr superior plate anteriorly due to bone resorption. Surgeon indicated tdr was not loose but he decided to remove all variables to alleviate pt's pain. Surgeon comments indicate much fibrous tissue in disc space with no device loosening evident. Tdr removed and replaced with acdf cage and plate.